Event description:
It was reported that a half day infusor had particulate matter within its bladder. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 26, 2014 to june 27, 2014. Evaluation summary: the device was received for evaluation. Visual and microscopic inspection were performed and revealed no evidence of particulate matter either inside nor outside of the bladder. The device was found to meet specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.